Event description:
It was reported that the right ventricular lead exhibited noise. During the revision procedure the physician suspected clavicle crush damage on both right atrial and right ventricular leads. The stylet did not go further than the point of the clavicle. The leads was explanted and replaced successfully. The physician did not report any complications.

Manufacturer narrative:
A partial lead -distal portion- was returned for analysis. The damage found was sustained during the explant procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed